Event description:
It was reported that the customer experienced a blood glucose (bg) level of 463 mg/dl, cause was unknown and experienced diabetic ketoacidosis. Customer went to the emergency room (ER) and was admitted into the intensive care unit. Customer was treated with intravenous of fluids of saline and insulin and was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage.